Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis as the implant was still in the patient. The device history record such as manufacturing and inspection records were analyzed for the product. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that paragon 28 mini monster solid 4.0mm screw broke post operatively.